Manufacturer narrative:
The returned screw was first checked dimensionally and was found to meet the print specification for length and diameter. There does appear to be a small piece of the tip of the screw missing. The breakage pattern appears consistent with the application of high force from the driver. This is common when the screw will not start and the user pushes harder to help get the screw started. No information was provided regarding the use of a thread starter, which is sometimes required to break through the cortical layer of bone. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4)

Event description:
Acl reconstruction, tibial tunnel 6.5mm; surgeon decided to implant biosure ha screw size 8x30mm. Surgeon had difficulty to attach the screw to the tunnel and noticed a crack on the distal tip. E-mail sent asking 1.technique used? 2.was the screw removed? 3. Was a backup used? If so was the screw placed in the original hole or was it left empty? (B)(6) 2012.